Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 370 mg/dl with chest pain and high blood pressure associated with an insulin on board (iob) issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the iob duration was not set as expected. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not having the iob duration set correctly.